Manufacturer narrative:
Device evaluation: the oad and guide wire were received together. Initial visual and tactile examination of the handle assembly, saline sheath and drive shaft revealed a shaft kink located approximately 2 centimeters distally from the edge of the distal strain relief. Further examination of the crown and distal tip bushing showed them to be intact and undamaged. The distal section of the guide wire was returned engaged in the oad and extending out the distal end of the drive shaft. The guide wire spring tip was observed to be damaged. The spring coil was pushed distally while the proximal solder bond remained adhered to the core wire and the spring coil. Damage of this nature is usually the result of removal difficulties from the lesion during the procedure, however, the exact cause of the damage is unknown. The drive shaft exhibited torsional damage at the turbine housing assembly caused by an overloaded oad driveshaft. The guide wire was destructively removed from the drive shaft and exhibited a fracture located approximately 151.4 centimeters proximally from the spring tip. There was a significant portion of the core wire missing. Samples of the guide wire were sent for scanning electron microscope (sem) analysis. The distal fracture appeared to have been caused by fatigue overload. As the driveshift was overloaded, it constricted and was reduced in diameter until it came into contact with the guide wire. Once in contact with the guide wire, heat was generated through friction. The guide wire surface was work and eventually became locked to the driveshaft at which point it was torqued to failure. The root cause of the driveshaft overload could not be confirmed. The device history record for this oad lot umber revealed no issues or discrepancies that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements.

Event description:
It was reported that during an orbital atherectomy treatment procedure, a flap dissection occurred requiring repair with a stent. The entire superficial femoral artery (sfa) and left popliteal (pop) artery demonstrated heavy calcification. The left popliteal artery demonstrated 100% occlusion while the sfa demonstrated multiple high-grade stenoses up to 90-95%. The physician accessed the left sfa from a contralateral approach using a 0.014" firm viperwire. Despite several attempts he was unable to cross the distal sfa into the popliteal artery due to complete occlusion, so the viperwire was parked in the distal sfa. Several attempts were made to cross the popliteal occlusion with several combinations of wires and support catheters. The occlusion was eventually successfully crossed and the viperwire advanced into the distal popliteal artery and the correct position was confirmed. A 150 mm systolic pressure gradient was noted. A 2.00mm solid crown diamondback oad was advanced and ablation performed in the distal common femoral artery (cfa) and the proximal sfa. The physician subsequently performed ablation through the sfa to the mid sfa region. The burr became lodged in the lesion "a couple of times," but the physician was able to successfully remove it and continue the intervention. He then attempted to spin in the heavily calcified, 90%+ stenotic region in the mid/distal sfa near the adductor canal, but the burr "kept getting stuck." When the physician attempted to remove the guide wire, it broke inside of the oad. Both the wire and oad were successfully removed from the patient in their entirety. The popliteal artery was rewired with another viperwire and a 1.25mm classic crown oad was used to perform ablation in the distal sfa and the popliteal arteries. Follow-up angiogram revealed significant improvement. The physician chose to up-size to a 2.00mm burr to treat the 70% residual stenosis in the popliteal artery. Follow-up angiogram demonstrated diminished flow and a dissection in the popliteal artery, but significant improvement in the rest of the region to 10-20% residual stenosis. The popliteal artery and a portion of the sfa junction were treated with a stent and balloon post-dilatation. Excellent results were seen with follow-up angiogram. The guide catheter was readvanced and angiogram repeated with a sub-optimal run-off. Intervention with papaverine and nitroglycerine infusions resulted in suboptimal improvement. The physician elected to perform angiojet therapy. A 0.014" guide wire was advanced into the popliteal and peroneal arteries, but was unable to cross the anterior tibial artery due to insufficient torque available from employing the contralateral approach. Following antegrade and retrograde passes, the physician discovered that the angiojet had fractured and multiple punctures were present in the vessel due to the contralateral approach. Follow-up angiogram demonstrated successful ablation of the left sfa with a residual stenosis of 0-20% and the left popliteal with residual stenosis post-stenting of 0% as well as significant improvement of flow into the posterior tibial and peroneal arteries. The patient tolerated the procedure well.